Event description:
Event description guidant received information that the impedance measurements of this implantable transvenous defibrillation lead were greater than 2000 ohms. During a normal generator replacement procedure, the lead was inspected and blood infiltration was noted just before the yoke. The lead was capped.